Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead.

Event description:
The patient reported that she was only "half-wired" because during lead implantation she had a brain bleed. She had a wire in the right side of her brain controlling the left side of her body. The brain bleed made the right side of her body worse, but she would rather just deal with the dystonia symptoms than go in and risk that again. She was told the blood would just get re-absorbed into the body and she never had any follow up on it, so did not know if it caused any lasting damaged. She was basically abandoned after implant. The patient's indication(s) for use were dystonia. She did mention having a type of dystonia called dyt1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.